Event description:
It was reported that during a complicated heart surgery, physicians forgot to deactivate the ICD. At the next follow up an error message stating a potential problem with the shock switching circuit was observed the error message persists, but the device is functional.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.